Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an unusual issue where her onetouch ultramini meter would not show a code for her to calibrate. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2013 and obtained the following information. The patient tests her blood glucose 2x daily and manages her diabetes with insulin. The alleged issue began on (B)(6) 2013. The patient reportedly decreased her usual dose of insulin (amount not specified) due to the reported issue. On the following day, the patient claimed she felt low blood glucose symptoms of light headed and blurry vision. The patient ate peanut butter as treatment. The patient also reported another incident, a few days after the reported issue began. The patient alleged she was at the library at the time. The patient claimed she started to feel lighted headed and her vision became blurry. Emergency medical services (ems) was reportedly contacted and the patient obtained a blood glucose result of ¿23 mg/dl¿ with the ems meter. The patient was administered liquid glucose as treatment. The patient reportedly felt better about 10 minutes later. The patient alleged she was not able to test her blood glucose with the subject meter and did not have another meter to continue testing. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.